Manufacturer narrative:
The initial submission of the event regarding patient's death was reported by the manufacturer under MFR. Report # 2916596-2018-01170. Subsequent reports of the event is reported under MFR. Report # 2916596-2019-00695.this report is only for damaged system controller that was tested to be nonfunctional. Correction : approximate age of device- 4 years, 1 month (calculated from manufacturing date). Manufacture's investigation conclusion: the report of pump stops, low speeds and low flows events was confirmed during analysis. The evaluation of the returned system controller serial number (B)(4) revealed damaged drive circuit components. As a result the system controller was not able to operate a test pump in primary mode during analysis. The data log file was successfully retrieved and it was filled with events where the system controller was unsuccessfully attempting to operate the system. These events were accompanied by low speed hazard and low flow hazard alarms. The recorded power ranged between 0-24 watts and the pi was 0-19.4. A specific root cause for the damaged drive circuit components and the atypical events captured in the log file was not able to be determined. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
Approximate age of device - 6 years, 7 months. Manufactures investigation conclusion: the pump was not explanted and was therefore not available for evaluation. Although the reported pump stop and low speed events were confirmed via the submitted log files, the cause could not be conclusively determined during the evaluation. Additionally, the report of suspected thrombus could not be confirmed. The submitted log file showed intermittent low speed advisories and pump stops. Per the evaluation of the returned system controller it was revealed that there were damaged drive circuit components, suggesting a potential compromise to the driveline. The heartmate ii left ventricular assist system instructions for use (IFU) and patient handbook outline indications of driveline wire damage as well as how to respond to such events. These documents also address how to care for the driveline. All heartmate ii lvad drivelines have the potential for wire/shield breakdown to occur dependent on duration of use and movement/flexing over time. These documents outline all system controller alarms as well as how to respond. The hmii lvas IFU lists death as an adverse event that may be associated with the use of the heartmate ii left ventricular assist system. Device thrombosis and death are listed (in the heartmate ii IFU) as adverse events that may be associated with the use of heartmate ii left ventricular assist system. The hmii IFU also provides details regarding the recommended anticoagulation therapy and inr range. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device (lvad) on (B)(6) 2011. It was reported that the lvad system began producing low flow on both the power module and battery. In the emergency department, the patient stated feeling as if the pump was ¿rumbly¿ in the chest, and upon auscultation in the emergency department, grinding was heard at the pump site. Upon further assessment, the pump was not generated speed or flow. The lactate dehydrogenase that morning was 377 u/l with an inr of 1.8. The patient was being supported by dobutamine after the pump was disconnected from power. A pump exchange was being considered; however, the patient expired on (B)(6) 2018. No additional information was provided.